Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012.according to the complainant, during the procedure outside the patient when the physician picked up the gauze with the hemostatic clamp the distal tip of the hemostats broke. The procedure was completed with hospital stock hemostats.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was not returned. The fracture surface presented an area that appeared to have been fractured during the manufacturing process. A review of the device history record (DHR) was performed for 13601172 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 13601172. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of this and other returned broken hemostats supplied the most probable root cause is supplier manufacturing. Due to numerous defects found in receiving inspection and manufacturing this hemostat supplier is no longer used.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure outside the patient, when the physician picked up the gauze with the hemostatic clamp the distal tip of the hemostats broke. The procedure was completed with hospital stock hemostats. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.